Event description:
It is reported that the customer had high blood glucose levels of 486 mg/dl. The customer reported a motor error alarm from the insulin pump. The customer further reported that the motor error occurred while doing a bolus. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information is provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed the displacement, basic occlusion, and prime test. However, the insulin pump was received stuck in a motor error alarm during the bolus delivery loop. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. The insulin pump was received with minor scratches on the display window, cracked case at a display window corner, cracked battery tube threads, a broken reservoir tube lip, cracked reservoir tube, a broken belt clip slot and a missing end cap sticker.